Manufacturer narrative:
(B)(4). A third party service engineer charged the battery for four days but it remained dead, the battery was replaced and the ventilator worked properly.

Event description:
It was reported that during installation a ventilator power cord was unplugged from the alternating current (ac) power, the ventilator turned off and the lead acid battery was dead. There was no patient involvement.